Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator for non-obstructive urinary retention and urge incontinence. It was reported that the patient thought her leads may have moved. There were no symptoms or further complications reported or anticipated.